Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When impacting the cup the vizadisc popped off the same peg. It was fully seated. There seems to be an issue with the peg that the vizadisc attaches to. When dr. (B)(6) was impacting the cup, the vizadisc popped off the peg. Tha case. The vizadisc was discarded.

Manufacturer narrative:
An MDR was inadvertently opened for this event. The event details noted in the complaint does not meet reportability requirements and therefore and MDR should not have been submitted.

Event description:
When impacting the cup the vizadisc popped off the same peg. It was fully seated. There seems to be an issue with the peg that the vizadisc attaches to. When dr. Padden was impacting the cup, the vizadisc popped off the peg. Tha case. The vizadisc was discarded.